Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number: (B)(4). It was reported, that the patient presented to the emergency room with stimulation in the lower right side rib cage. No capture was noted, on the leads. An x-ray was performed and found the right atrial (ra), right ventricular (rv) and left bundle leads were dislodged, due to device/pocket manipulation by the patient. The ra and rv leads were explanted and replaced. And the left bundle lead was repositioned. There were no adverse health consequences. The patient was stable.